Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in-clinic. When attempting to update the pacemaker firmware, the update could not be completed and the device exhibited backup vvi operation. It was noted that the telemetry was poor. A device download was successfully performed, restoring the device to normal function.